Event description:
It was reported that the display on the insulin pump is partial. It was stated that a big part of pixel is not able to be seen in the display and it is very difficult to see the text on screen. Customer was not sure of how it occurred. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.